Event description:
The account reported that the lens was explanted ten days after implant due to improper intraocular lens power. There was no patient injury.

Manufacturer narrative:
Correction: in telephone follow-up with the surgery center and following review of the patient file it was confirmed the incorrect serial number and diopter of the explanted lens were initially reported to amo. The correct serial number is (B)(6) and not serial number (B)(6) as initially reported to the manufacturer. Corrections were made to the following fields: number of weeks implanted prior to explant. Serial # & expiration date. Implanted date. Device manufacture date. The returned iol was measured for diopter and was correct as labeled, (B)(6). The iol met all specifications for optical properties. A review of the implant database shows the lens was exchanged for a lower diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The lens was explanted 3 weeks after implant.

Manufacturer narrative:
The returned iol has been forwarded to the manufacturing site for product evaluation. All information available is included in this report. Device sent to mfg. Site for evaluation.